Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor detected alarm. Customer¿s blood glucose level was unknown. Customer was in pool and they received critical pump error. Customer reported that the insulin pump was not exposed to the magnetic field. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.